Event description:
It was reported to vyaire medical problem with the avea ventilator in which it delivered fio2 (fraction of inspired oxygen) 20% higher than what the ventilator is set to. The customer did all the calibrations and the blender relay with no success. Furthermore, there was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer indicated that she did all the calibrations and the blender relay with no success. Vyaire advised her if vent has the new blender calibration to do that if not, then vent requires new gde. Vyaire provided mfg code so she can get model string. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet